Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.

Event description:
It was reported that a patient was suffering from neck pain due to cervical trauma. X-ray showed dislocation of c5-c6. Patient underwent surgery for implant of cervical plate and allograft. Four days post-op, the patient suffered from hemiparesis and urinary incontinence. X-ray showed dislocation of c6 and displacement of allograft and anterior plate construct. Patient underwent a revision surgery. During the revision surgery, it was noticed that the plate locking mechanism was not working properly. The dislocation was reduced and the allograft was filled with 10cc bcp. Another cervical plate of the same size was implanted with four rescue screws. After the revision there was no more hemiparesis or urinary incontinence. The latest clinical findings reveal motion weakness in proximal right arm.